Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 68 mg/dl after a usual lunch meal announcement while using the ilet bionic pancreas and treated with oral glucose, after which glucose rose to 126 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment without assistance and no hospitalization. Investigation included troubleshooting and education focusing on review of reports with a clinician, exercise habits, meal type and carbohydrate amounts, and timing of meal announcements. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury.